Event description:
It was reported that pump experienced malfunction alarm identified by code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code appeared again, which customer acknowledged and understood.